Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed. Total hysto leaving ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("the gas pains were the worst"), pain ("sore"), dyshidrotic eczema ("dyshidrotic eczema on hand") with dry skin and pruritus, swelling of eyelid ("eyelid swelling"), eyelid skin dryness ("dry eyelid"), eyelids pruritus ("eyelid itching"), eyelid irritation ("eyelid burning"), mood altered ("mood seems better") and anxiety ("anxiety"). The patient was treated with surgery (she had essure removed. Total hysto leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, dyshidrotic eczema, swelling of eyelid, eyelid skin dryness, eyelids pruritus, eyelid irritation, mood altered and anxiety was resolving and the flatulence and pain outcome was unknown. The reporter considered anxiety, dyshidrotic eczema, eyelid irritation, eyelid skin dryness, eyelids pruritus, flatulence, mood altered, pain, pelvic pain and swelling of eyelid to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2020: social media received: new events were added: gas pain, dry itchy skin, dishydrotic eczema on hand, pelvic pain, eye lids were swollen,dry,itchy and burned,anxiety,mood and reporter information were added.prviously reported medical device surgery added as removal surgery to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed. Total hysto leaving ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flatulence ("the gas pains were the worst"), pain ("sore"), dyshidrotic eczema ("dyshidrotic eczema on hand") with dry skin and pruritus, swelling of eyelid ("eyelid swelling"), eyelid skin dryness ("dry eyelid"), eyelids pruritus ("eyelid itching"), eyelid irritation ("eyelid burning"), mood altered ("mood seems better"), anxiety ("anxiety") and constipation ("I just kept using the stool softeners"). The patient was treated with surgery (essure removed. Total hysto leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, dyshidrotic eczema, swelling of eyelid, eyelid skin dryness, eyelids pruritus, eyelid irritation, mood altered and anxiety was resolving and the flatulence, pain and constipation outcome was unknown. The reporter considered anxiety, constipation, dyshidrotic eczema, eyelid irritation, eyelid skin dryness, eyelids pruritus, flatulence, mood altered, pain, pelvic pain and swelling of eyelid to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new event - I just kept using the stool softeners was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.